Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-may-2018 with the following findings: during investigation, the pump was powered on and a hard call service 069 alarm was shown that could not be reset. A review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs87. The cs 069 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.